Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5104971.

Event description:
It was reported that the patients linear leads had migrated. The physician replaced the leads with a paddle lead. The explanted leads were not returned to bsn as they were not released by the medical facility.